Event description:
Meter name: one touch profile, strip name: one touch, meter code: 6, strip code: 6, strip storage: properly. Symptoms: customer was woozey. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was 500 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER meter was 21-30 minutes. Treatment was oxygen for nervousness and something for glucose.. No further information has been reported.